Event description:
A malfunction on the pump was reported, with insulin paused for 30 minutes prior to the occurrence. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, which the caller acknowledged and understood.